Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model:sc-8216-70 serial: (B)(6). Batch:(B)(6)

Event description:
It was reported that the patient underwent an explant procedure due to discomfort at the ipg site. All device components were removed and discarded by the medical facility.